Event description:
A user facility reported the shunt was stuck and would not eject. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).